Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 5mm amplatzer duct occluder was selected for implanted. The device was deployed in the patient's ductus arteriosus classification type-a defect. Prior to detaching the device from the delivery cable the device fell out towards the pulmonary artery side. The duct occluder was replaced with a 6mm amplatzer duct occluder. The procedure was complete with no further issues. The patient was reported to be in stable condition. No additional information will be obtained.

Manufacturer narrative:
An event of migration was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.